Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues related to the reported event of inconsistent laser output. The company representative found that the laser serial cable was in the wrong port and he replaced the core module. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 23, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reports inconsistent laser output during surgery. The case was completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).